Event description:
Findings: no sample or picture available for analysis. Note: without the proper sample or picture evaluation is not possible to determine the probable root cause of the reported failure. Customer complaint cannot be confirmed. Root cause cannot be identified based on the kit autopsy, due to no sample or picture are available for evaluation purpose. However, based on the complaint description, probable root cause could be related to a defective y -site due to supplier manufacturing process or y-site was not assembled correctly at pu manufacturing process. The batch record could not be performed as the affected batch was not provided current process controls detection: post sterilization sampling final inspection. The first piece inspection will be performed to the first final assembled kit manufactured per shift. This kit will be submitted to visual inspection as per the classification of defects included in this specification and as per the applicable drawing. 100% visual inspection is performed in manufacturing line.

Manufacturer narrative:
N/a

Event description:
The following has been reported: nurse hung drug (nonhazardous) fortunately. But was called back into room as drug was leaking from IV port below the pump at the second distal y site from the IV. (Port closest to pump) taken to pharmacy and reprimed. No sample available for return. A preliminary review of the logs identified the following issue: administration set leak (external part) unknown if issue stopped an active infusion. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.